Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication errors e227 and b30 were displayed based on the results of the investigation, and since the e217 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the e227 error message was corrosion on the scope connector. The most likely cause of the b30 error message and no display was a data error fo the scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope had scope error. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.